Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor indicated peri-implantitis, loss integration. The implant was implanted and was no postoperative discomfort. The patient felt slight pain after two years and came to the clinic for re-examination. The periodontal tissues around the adjacent teeth of the implant was found to be red and swollen after examination. The periodontal treatment was performed. There was shadow around the implant after taking the radiograph. There was no osseointegration. The implant was removed. The granulation tissue was scratched and the patient would be re-implanted later. Tooth site # 25 universal).

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.